Event description:
On (B) (4) 2009: physicist reported that the fluoro output was set too high. There was no pt involved with this event.

Manufacturer narrative:
Field service engineer adjusted maximum fluoro dose output, and verified proper kvp tracking with different ma settings. The field service engineer verified proper generator operation in accordance to sedecal generator service manual and returned system to service.